Manufacturer narrative:
Device name and initial reporter are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that another cassette was causing no disposable alarms on both pumps. A brand new cassette was used. No patient injury was reported.